Event description:
Paramedics responded to a person, condition unknown. The device was connected to the pt with disposable pacing/defibrillation/ECG electrodes and external pacing started. According to the reporter, the device intermittently alarmed, stopped pacing and had to be manually restarted. The device was swapped out with a backup and the pt transported to the hosp. Pt outcome is unknown.